Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. It was also reported that the usb cable would no longer work to charge the pump. Customer¿s blood glucose level was 100 mg/dl. The customer continued to use the pump for insulin therapy.